Event description:
It was reported that during a da vinci-assisted surgical procedure, a repeated recoverable error 23008 occurred, accompanied by a system message suggesting disabling a manipulator. Prior to contacting technical support, the caller attempted troubleshooting by restarting the system; however, the issue persisted. The caller advised that the error occurred at the end of the procedure, and the surgeon elected to complete the case using vats. It was also confirmed that no harm was caused to the patient. The technical support engineer (tse) reviewed the error logs and identified repeated occurrences of errors 23008, 1, and 25521, indicating a potential issue with either the remote arm controller (rac) or master tool manipulator(mtm). Isi followed up with the initial reporter and obtained the following additional information: no additional ports were placed as the error occurred towards the very end of the procedure after the resection had been completed.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator(mtm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the reported problem was confirmed and replicated. Errors 23008, 25521, 704, 705, 1 were found in the logs confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto the functional test platform where sine cycle test was found to be failing on the mtm, replicating the reported event. Once testing was completed, the black and white flat flex cables from embedded serializer in master base (esmb) were tested and were verified to be the source of the fault. The probable root cause is attributed to the black and white flat flex cables from embedded serializer in master base (esmb).